Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Attune shim 254500651 has snapped in half. Attune 254500568 & 254500526 articulation surface shims the small bal seal retaining posts has snapped off.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: investigation of the returned device confirms the complaint; the device has broken. Root cause user error. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.